Event description:
No new event information to report.

Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms lot number 8673000. The device was returned with the handle and the basket formation in the open position. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 2.8 cm in length. Visual examination noted kinks in the basket sheath located 31 cm from the distal tip of the basket sheath and again at 41 cm and 84 cm from the distal tip of basket sheath. The support sheath and basket sheath are still adhered. The basket formation appears flattened. The loops on the basket wires are no longer locked together. A review of the device history for lot number 8673000 found there were no non-conformances related to the reported failure mode. A review of complaint history revealed no other complaints associated with the complaint device lot number (8673000). The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to have a basket where the loops at the distal end were no longer locked together. Each of the two basket wires has a small loop at the distal end to form the tip of the basket. For the complaint device, the basket is no longer properly formed. The cause for the basket damage could not be determined with the available information, but the cause may have been related to patient anatomy, device manipulation, or stone shape / size. The cause could not be established. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. PMA/510k # ¿ exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a uretherolitotripsy procedure, a basket wire of a ncircle tipless stone extractor broke. Another extractor was opened to finish the procedure. No adverse events have been reported as a result of the alleged malfunction. No section of the device remained inside the patient.